Event description:
The customer reported to philips healthcare that the "charger does not work". There was no negative patient impact.

Manufacturer narrative:
(B)(4). A f/ u report will be submitted upon completion of the investigation.